Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the bronchus during an endoscopic pulmonary dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the patient started to bleed during the first dilation. The balloon was removed in order to perform bleeding management in the form of energy coagulation. The balloon was introduced again but was unable to pass through the working channel of the scope, and it was observed that the distal tip of the catheter was bent. The procedure was completed with another cre pulmonary dilatation balloon device. Per the physician assessment, the bleeding was due to the vascular tissue, not due to the balloon. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: problem code 2981 captures the reportable issue of tip bent. Block h10: investigation results: visual examination of the returned complaint device found the tip of the balloon had no anomalies noted. No damage was found on the catheter of the device. The reported failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope, and/or the interaction with the scope. Bleeding is a known adverse event of the device as stated in the dfu and could have been caused by tip deviation as a result of the balloon having difficulty passing through the working channel, as stated in the reported event. Therefore, the most probable root cause is known inherent risk of device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the bronchus during an endoscopic pulmonary dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the patient started to bleed during the first dilation. The balloon was removed in order to perform bleeding management in the form of energy coagulation. The balloon was introduced again but was unable to pass through the working channel of the scope, and it was observed that the distal tip of the catheter was bent. The procedure was completed with another cre pulmonary dilatation balloon device. Per the physician assessment, the bleeding was due to the vascular tissue, not due to the balloon. The patient condition at the conclusion of the procedure was reported to be stable.